Event description:
The incident is reported by the product manager on behalf of the facility. The device was reportedly giving a low temperature reading. The facility was then advised by the product manager to use the manual entry available on the device. It was at this time the discovery was made that the device had been incorrectly placed. A protective sheath that covers and protects the sensor of the probe had not been removed prior to placement. The correct insertion and placement of the probe is located in the instructions for use, along with diagrams and schematics.

Manufacturer narrative:
To date the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based on the reported information.